Event description:
The hosp reported that during a coronary artery bypass procedure, the hs iii proximal seal system 3.8mm failed to load properly into the device. The seal folded into two rather than both sides folding in simultaneously. He discarded seal and opened another device...second device failed to load properly.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).